Event description:
It was reported that the patient is deceased and died approximately 10 months after the cardiac resynchronization therapy defibrillator (crt-d) system was implanted. The patient's cause of death is unknown and no further information is available. The patient was a participant in the (B)(6).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).